Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery. During the third inflation, the balloon burst inside the lesion. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.